Event description:
Reportedly, the ventricular lead was implanted on (B)(6) 2023. The implantation proceeded without complications, and all postoperative measurements were unremarkable. However, during the post implantation follow up, an exit block was observed. A reintervention was scheduled for (B)(6) 2023. However, the situation of the patient worsened overnight from the (B)(6) to the (B)(6) of december, the hospital performed a CT scan which confirmed a cardiac perforation. The lead was explanted on (B)(6) 2023.

Manufacturer narrative:
Investigation summary: the manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As reported, the ventricular lead perforation was confirmed by the provided x-rays. A reintervention was performed to explant the subject lead on (B)(6) 2023. As the suspected lead was not returned (discarded in the hospital) and based on available information, it should be noted that cardiac perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes. This case is retained and utilized for trending purposes. For more details, please refers to the attached report analysis.